Event description:
Rn noticed poor augmentation of iabp at 1120. Rn heard iabp alarms signalling detection of blood but no blood was in catheter. Md notified. Also no augmentation when above occurred at 1750. At 1835 md surgically removed iabp. Many old clots in balloon catheter.